Manufacturer narrative:
H10: a philips authorized service provider (asp) went onsite for further investigation and replaced the motor controller (mc) printed circuit board assembly (pcba). The philips asp then discovered that the power management (pm) printed circuit board assembly (pcba) was defective. The philips asp replaced the pm pcba and confirmed the reported issue was resolved. The philips asp replaced both the mc pcba and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit had a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a 35v failure. The rse confirmed the reported issue and provided the customer with the part ID for the data acquisition (da) printed circuit board assembly (pcba). Onsite service is currently pending.